Event description:
Two nursing assistants were transferring a pt from bed to wheelchair when the arm of the lift broke and separated from the horizontal bar. The vertical bar hit pt on the nose. Pt's head was cradled by nursing assistant, but pt's buttocks hit the floor. Pt sustained laceration on his knee and required increased analgesics as a result of the fall.